Event description:
During a surgical procedure while using the omni, the wire holding the orange cut spring became loose and bent. A small piece of the orange cut spring did come off in the pt and was retrieved. The whole trocar and device had to be removed because of the bent wire would not allow the device to pass through the trocar. No pt harm, another omni was used to complete the case.

Manufacturer narrative:
The complaint is confirmed, the proximal end of the cut spring is pulled away from the top of the jaw. A piece of the orange silicone has detached from the proximal end of the cut spring, this piece was recovered and returned with the device. When the detached piece is placed back into the cut spring, all parts are accounted for. It is also observed that the metal spring is detached at the proximal weld site on the top of the jaw. As reported by the customer the trocar and device needed to be removed together, since the raised cut spring on the omni would not allow the device to be retracted through the trocar. This may indicate that the top of the cut spring might have hooked or caught onto an edge of another instrument while being retracted. We cannot determine with certainly that this is the exact root cause of this failure. There are no discrepancies in the device build records which would indicate that this failure is related to a manufacturing issue. We will continue to monitor the complaint data base for further occurrences.